Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient got a message saying that his g7 wearable failed via the ilet insulin pump screen. The patient said that the last cgm reading he got on the pump was about 130 mgdl. He did not do a fingerstick when the g7 failed. He did not replace his g7 because he did not have any available g7s at that time. He felt no symptoms but at 2:00 am ((B)(6)), he did a fingerstick that showed a bg reading of about 400 mgdl and said he took about 10 units of insulin via his pump. The patient did not mention taking another fingerstick after taking insulin. By 10:00 am, his pump was still showing sensor failure and he thought that it was a temporary error message. He was feeling stiff and had a dry mouth. No fingerstick was taken when he had the symptoms. He decided to call 911 and when the paramedics arrived at about 11:00 am, they took a fingerstick that said he was low (cannot provide the exact value). He said he was given something by the emergency medical team (emt) but could not recall what it was. He arrived at the hospital at about 12:00 pm and they did a fingerstick which showed a bg reading of 30 mgdl. He was given IV glucose and carbs. He stayed at the hospital for about 7 hours before he was discharged at about 6:30 pm. He said he is feeling fine when he got home. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.